Event description:
It was reported that patient underwent an elbow procedure on (B)(6) 2013. Subsequently, a revision procedure has been indicated due to a loose humeral stem; however, no revision has been reported to date.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects: "loosening, migration, or fracture of the implants can occur due to loss of fixation, trauma, malalignment, malposition, non-union, bone resorption, excessive weight, and/or excessive unusual and/or awkward movement and/or activity. "

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch.

Event description:
It was reported that patient underwent an elbow procedure on (B)(6) 2013. Subsequently, a revision procedure occurred on (B)(6) 2015 due to a loose humeral stem.